Event description:
It was reported that the customer received a motor error alarm during rewinding the insulin pump. It was stated that there are some motor error alarms in the history of the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed the insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.